Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation"), device breakage ("fracturing"), device dislocation ("migration") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the perforation, device breakage, device dislocation and genital haemorrhage outcome was unknown. The reporter considered device breakage, device dislocation, genital haemorrhage and perforation to be related to essure. The reporter commented: she had surgery to remove the essure implant on (B)(6) 2017, (B)(6) 2017, and (B)(6) 2017. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing/pieces of coil in my uterus"), uterine perforation ("perforation/uterine perforation/expulsion of essure device"), fallopian tube perforation ("perforation (fallopian tube"), device dislocation ("migration/migration of essure device location of device: wrapped around appendix and pieces in abdomen") and genital haemorrhage ("abnormal bleeding") in a 54-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo any confirmation test". The patient's concurrent conditions included body mass index normal and adhd. In (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced fatigue ("fatigue") and weight increased ("weight gain"). In (B)(6) 2010, the patient experienced alopecia ("hair loss"). In 2014, the patient experienced migraine ("migraines") and headache ("headaches"). In 2015, the patient experienced peripheral swelling ("swollen feet") and joint swelling ("swollen ankles"). In 2016, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia") and coital bleeding ("bleeding during sex"). In (B)(6) 2017, the patient experienced back pain ("back pain") and abdominal pain ("abdominal pain"). In 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, fallopian tube perforation (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2017, the patient experienced rash ("rashes or skin conditions type: rash on back"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), tremor ("neurological conditions or problems type: shaking"), abdominal pain lower ("cramping") and infection ("infection"). The patient was treated with surgery (supracervical hysterectomy (uterus only)), surgery (supracervical hysterectomy (uterus only)), surgery (supracervical hysterectomy (uterus only)) and surgery (supracervical hysterectomy (uterus only)). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, uterine perforation, fallopian tube perforation, device dislocation, genital haemorrhage, vaginal haemorrhage, menorrhagia, headache, tremor, rash, dysmenorrhoea, fatigue, alopecia, weight increased, back pain, coital bleeding, abdominal pain lower, peripheral swelling, joint swelling and infection outcome was unknown and the migraine and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, coital bleeding, device breakage, device dislocation, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, headache, infection, joint swelling, menorrhagia, migraine, peripheral swelling, rash, tremor, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she had surgery to remove the essure implant on (B)(6) 2017, (B)(6) 2017, and (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.8 kg/sqm. Most recent follow-up information incorporated above includes: on 7-sep-2018: pfs and m.r received: the previous event perforation nos clubbed with perforation (uterus)/expulsion of essure device. The events perforation (fallopian tube),abnormal bleeding (vaginal, menorrhagia), migraines,headaches,neurological conditions or problems type: shaking, rashes or skin conditions type: rash on back dysmenorrhea , fatigue, hair loss, pain, ), weight gain,abdominal pain, back pain, bleeding during sex, cramping, peripheral swelling, she did not undergo any confirmation test ,joint swelling,infection were added. Reporters,event abdominal pain and migraines outcome added as recovered. Concurrent condition added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.